Event description:
It was reported that the device was used during a laparoscopic colectomy. The device was placed on tissue and clamped down, but the trigger would not release. Unsure if they fired through lockout or if there was no cartridge loaded. The surgeon stated he thought the device was to cut and staple at the same time. The case was converted to an open procedure due to bleeding, but they could not say definitively that it was due to the device not working properly. Another device was used to complete the case.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.